Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) loss of capture (loc) was observed upon electrogram review. Rv pacing impedance measurements decreased to 320 ohms and pacing threshold measurements increased to 5.0 volts at 1.0 ms. Additionally, pacing was not delivered when required. An invasive revision procedure was performed and the rv lead was successfully repositioned. No adverse patient effects were reported during the procedure.